Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned for eval. The device was visually inspected and no defects were found. The needle was placed in a driver and it was immediately noticed that the sample notch was exposed. It was exposed in both the fired and cocked position. During the course of the investigation, it was discovered that the stylet was loose within the hub - free to move back and forth within the hub. Further investigation revealed a void within the hub. At this time, it is unk if the void is the actual root cause or a contributing factor to this event, therefore, the definitive root cause is unk.

Event description:
It was reported that the outer cannula could not move to the end point of the core needle after firing, so the needle could not cut and retrieve the specimen - kidney biopsy. The issue was noticed immediately after using the device on the pt. The user fired the biopsy device with the needle in place before using on the pt. The user changed to another needle to do the biopsy and at this time, it was successful. No pt injury reported.